Manufacturer narrative:
The date of event is estimated. It was reported that the first admission occurred over the (B)(6) weekend. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years. The device remains in use supporting the patient. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use lists pump pocket infection and sepsis as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had been admitted to the hospital twice in the past 3 months for infection. On both admissions, the patient became septic. Until the second admission, it was not determined where the source of the infection was. The patient was treated with broad spectrum antibiotics. On the second admission, a CT of the chest showed infection around the inflow cannula site. The patient recovered after both hospitalizations and is currently at home on antibiotics. The pump was reported as performing as expected throughout the course of events.